Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels restless legs and denies the need for medical attention. The customer's expected blood results are 100-125mg/dl fasting. Verified test strips expire 07/31/2017. Confirmed customer's test strips are being stored properly and opened vial date was unknown. Customer performed a back to back blood test 120mg/dl and 123mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns:the customer is concerned about the result of 157 mg/dl on (B)(6) 2015 @ 12: 33 am. The customer does not remember when she opened the vial of test strips stating that it could be over four months. The meter has the wrong date/time. Adverse event not reported.